Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that this event involved a patient that had an 8.5 percutaneous sheath introducer (psi) with sheath adapter (sa-09847) and a 5fr bipolar balloon electrode catheter inserted in the emergency room at 07:10. The patient arrived from emergency department to the critical care unit with the cath-gard filled with serosang fluid. At 9:00, the educator attempted to tighten the tuohy-borst adapter and was unable. At 12:00, the fellow discontinued the bipolar electrode and applied the obturator cap to the psi. As a result, the psi was completely removed from the patient on (B)(6) 2011. The patient outcome is "condition is stable." There were no patient complications or delay in therapy reported. No intervention was required.